Event description:
Related manufacturer reference number: 2017865-2022-06001. It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, the right atrial (ra) lead and right ventricular (rv) lead were oversensing noise. No intervention was performed. The patient was in stable condition.